Event description:
It was reported that it was not possible to implant the lead in the right atrium. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.